Event description:
It has been reported to philips that the device touchscreen is not responding.

Manufacturer narrative:
Updated event description, health impact coding and investigation coding.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touchscreen is not responding. The device was in use at the time of the event, however no patient or user health consequences or impact was reported.

Event description:
It has been reported to philips that the device touchscreen is not responding.